Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the system displayed a system message and then the system shut down prior to a surgical procedure. The system would not successfully power up again.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event of the system shutting down. The power supply¿s connection to the power distribution board was not properly seated. After properly seating the connection, the system performed as intended. The system was then tested and met all product specifications. The system was manufactured on july 17, 2003. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the system shutting down can be attributed to the loose connection between the power supply and the power distribution board. (B)(4).